Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for a disassembled lancet with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, the issue relating to a disassembled lancet was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for a disassembled lancet with the incident lot was observed. Evaluation/testing of the customer samples was conducted and a disassembled lancet was observed. Additionally, evaluation/testing of the retain samples was conducted and a disassembled lancet was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that before use of the bd sentry¿ safety lancet as it was being activated the main unit was dismantled. Foreign complaint the following information was provided by the initial reporter, translated from japanese to english: when activating, the body broke apart.

Manufacturer narrative:
The manufacturing location for this product is (B)(4) laboratory. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd sentry¿ safety lancet as it was being activated the main unit was dismantled. Foreign complaint the following information was provided by the initial reporter, translated from japanese to english: when activating, the body broke apart.